Event description:
It was reported that cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge while keeping screen active, then performed pump reset with guidance from technical support, after which load sequence completed and insulin delivery resumed, and technical support arranged shipment of replacement box of cartridges as goodwill.